Event description:
It was reported that the artificial urinary sphincter (aus) was not working properly due to a tear in the cuff. A replacement surgery was performed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. Visual test revealed that there was a tear in the cuff shell. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of hole/perforated.

Event description:
It was reported that the artificial urinary sphincter (aus) was not working properly due to a tear in the cuff. A replacement surgery was performed. There were no patient complications.